Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient had a subcutaneous development of ¿cottage cheese¿ type consistency after surgery.

Manufacturer narrative:
Per additional review, the below is the update investigation conclusion. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient complication. Probable root cause: application. - patient reaction/allergy sensitivity with or. - surgical procedure introduces active/latent infection. - wrong patient selection. - general reaction to procedure. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the patient had a subcutaneous development of ¿cottage cheese¿ type consistency after surgery.

Event description:
It was reported that the patient had a subcutaneous development of ¿cottage cheese¿ type consistency after surgery.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient complication. Probable root cause: application, use of expired product, wrong storage conditions, re-use of single-use device, use of contrast media, wrong patient or device selection, patient not following rehab procedure. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.